Event description:
It was reported that a crystalens implanted in the pt's right eye vaulted anteriorly approx one week post surgery. The pt noticed a decrease in vision. The crystalens was explanted and replaced with another iol of different model and 27.00 diopter. The pt's preoperative bcva was 20/20- with m/r +3.50 -0.75 x065. Before explantation, the bcva of 20/30+2 with m/r -3.25 -0.50. The bcva one day post intervention was 20/100. In the surgeon's opinion the most likely cause of the event was due to anterior vaulting of the lens. The pt's current prognosis and treatment is corneal edema and tight sutures.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.